Manufacturer narrative:
Product analysis: analysis could not confirm the customer's comment that the programmer froze. Software was reloaded and updated. The programmer battery was fully depleted and was able to charge with no issue. The device passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during a patient check. The user had to re-interrogate the device using the same programmer and everything worked well. The programmer was returned for service. No patient complications have been reported as a result of this event.